Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, tension wiring method was applied to olecranon fracture but the wire (non depuy synthes product) was dislocated postoperatively. Patient had infection and bone piece was dislocated. Surgeon commented that patient has extreme dementia, early stress concentrated on the fracture area and weakened bone fracture caused by infection, there were empty holes. Reoperation (removal of the wiring and plate fixation) was performed using variable angle (va) olecranon plate on (B)(6) 2018, during the reoperation, when the surgeon tried to insert a screw into the second distal screw hole on the plate in question, the screw could not be locked on the screw hole. After inserting screws into all the other screw holes on the plate, the surgeon tried to re-insert another screw into the affected screw hole. However, it also could not be locked. The surgery was completed without inserting a screw into the affected screw hole. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. Concomitant device reported: variable angle (va) olecranon plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 2 of 2 for complaint (B)(4).

Event description:
Concomitant device: variable angle (va) olecranon plate (part: 04.107.302s, lot: h632295, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note, this DHR review is for sterilization procedure only: part: 04.211.016s; lot: l888254; manufacturing location: selzach; supplier: frueh ag; release to warehouse date: may 11, 2018; expiry date: may 01, 2028. Non-sterile 04.211.016 / h615290 was manufactured in us, monument . Manufacturing location: monument; manufacturing date: april 17, 2018; part: 04.211.016, 2.7mm titanium (ti) variable angle (va) locking screw self-tapping with t8 stardrive recess 16mm lot: h615290 (non-sterile); lot quantity: (B)(4). Inspection sheet, in-process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Component(s) reviewed: 04.211.016.999, 2.8mm ti screw blank 16mm lot: h557787; lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional, met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation site: cq zuchwil; selected flow: 2. Device interaction/functional visual inspection: the complaint condition is confirmed. Microscopic investigation shows clearly that the locking thread is badly damaged. The thread is plastically deformed which does not allow locking the screw head in the plate as foreseen. Also, the thread at the screw shaft is deformed. This led us to come to the conclusion that the screw was not properly aligned during insertion. As result; the thread came into hard contact with the plate which finally caused the reported damage of the threads. Also, damages / plastically deformation identified at the star-drive recess clearly indicates exceeding applied mechanical force while insertion. Due to the deformation / damage, it is not possible to measure the dimension / shape of the locking threads. Therefore, we classify this as handling error while insertion. Functional test: as result of the damaged thread, no functional test is possible. Does the received condition agree with the complaint description? Yes, the damages confirm the reported problem. The va locking screw is not possible to lock into the plate as intended. Can the complaint be replicated with the returned device? Yes, the damages confirm the reported problem. The va locking screw is not possible to lock into the plate as intended. Dimensional inspection: not possible to measure the dimension of the thread due to the damages. Document/specification review: not required per selected investigation flow as user error was identified as root cause for the reported problem. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.